Event description:
Customer reported the panorama central station has lost communication, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system and installation a loaner wireless transceiver. The customer's wireless transceiver is returned to the company for further evaluation.